Event description:
It was reported that during the procedure for treatment of a 90% de novo lesion in the non-tortuous, mildly calcified, proximal left main artery, direct stenting was performed using 3.5x23 rx xience xpedition stent system. The stent balloon was inflated 3 times at 10 atmospheres. After deployment of the stent, the stent balloon was deflated 5-10 seconds and an attempt was made to withdraw the stent delivery system (sds) but resistance was felt with the implanted stent. The balloon was confirmed to be completely deflated; however, balloon rewarp was worse. The stent balloon was inflated and deflated several times and another attempt was made to withdraw the sds using normal force. The sds separated at the guide wire exit port. The separated segment and the implanted stent were retrieved using a snare device. Another 3.5x23 xience xpedition stent was deployed successfully at the target lesion and the procedure was completed. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions evaluation summary: the device was returned for evaluation. Difficulty removing the stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Balloon rewrap could not be tested due to the condition of the returned device. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: deflate the balloon slowly by pulling negative pressure on the inflation device for 30 seconds. Based on the information reviewed, there is no indication of a product deficiency.